Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2024 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - when was it noticed that the packaging had a hole? - is the sterility of the device compromised? - was the packaging received damaged during transit? - please indicate storage conditions in the hospital? H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it received one opened packaging, sponge pad and paper folder of product code w2790. Upon visual inspection, it was observed that the needle was located outside of the paper folder. Additionally, the overwrap packet was examined, and its integrity was not found to be compromised. Additionally, photo was provided and it showed the condition of the reported event. However, no conclusion could be reached as to what caused the reported event.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the surgery, the doctor opened a package of suture, and the needle and suture were not on the regular sponge pad but ran outside the paper packaging. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.